Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to high short interval counts (sic) and a high number of non-sustained tachycardia episodes. The rv lead had a sudden increase in impedance and a fracture was suspected. It was further reported that the left ventricular (lv) lead impedance had a sudden increase and was high. The rv and lv leads were capped. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: product ID: 5594 lead, implanted: (B)(6) 2008. Product ID: d364trg ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.